Manufacturer narrative:
Age/date of birth: ages 67 +/- 13 years. Sex/gender: 51 women 31 men. Date of event: unknown, not provided. Model number: partial model of baerveldt 350. Serial number: unknown/not provided. Catalog#: partial model of baerveldt 350 and product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted, give date: not applicable, no indication of explant. Other: the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. Ophthalmology glaucoma 2019;2:392-401 ª 2019 by the american academy of ophthalmology glaucoma drainage. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: outcomes of the shunt tube exposure prevention study: a randomized clinical trial. A prospective randomized study was done to compare the long-term safety and efficacy of amniotic membrane-umbilical cord (am-uc) and pericardium patch grafts in reducing glaucoma shunt tube exposure. The patients implanted with a baerveldt glaucoma implant (bgi) were divided into two groups: 37 patients were covered with am-uc while 35 patients were covered with pericardium patch grafts. Two eyes in the pericardium group implanted with a bgi was reported to develop tube exposure (n=2) and meibomian gland dysfunction (n=2). All participants with tube exposure underwent surgical revision to cover the tube with a corneal patch graft. After revision, one eye in the pericardium group showed a second exposure of the tube and the plate to which the glaucoma drainage device (gdd) was removed, and vision in the eye deteriorated markedly (n=1). The following postoperative complications are not clear if they occurred in eyes with the baerveldt glaucoma implants or the other products. Conjunctival recession(n=1) was observed in one eye that received combined phacoemulsification cataract surgery, and one eye had conjunctival dehiscence (n=1) which underwent combined corneal transplantation. Further complications reported in the study included hyphema (n=5) that developed in three am-uc eyes and two in the pericardium group then spontaneously resolved within two weeks, persistent hypotony (n=4) occurred in two eyes in each group, along with choroidal effusion (n=1) in the am-uc group, that required further tube occlusion, repositioning, and am-uc graft replacement with a corneal patch graft. Corneal edema (n=7) occurred in four eyes in the am-uc group and three in the pericardium group with combined phacoemulsification. Additional complications reported in the study included shallow anterior chamber (n=1), iridocorneal or tube touch (n=1), and one patient experienced corneal graft failure (n=1) which underwent corneal transplantation. Diplopia (n=4) also developed in two eyes in each group.